Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents for use after expiration reported from this lot. It should be noted that the armada 14 instruction for use(IFU) states: use prior to the use by date. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that approximately 2 months post usage, it was discovered that during a percutaneous transluminal angioplasty (pta) procedure, the 2.5x80mm armada was used in the procedure past the expiration date. The procedure was (B)(6) 2014. The expiration date was 09/30/2014. There was no treatment given and no adverse patient effects or a clinically significant delay in procedure reported. No additional information was provided.